Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 59 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of perineal pain, pelvic pain, osteopenia, chronic pain and cervical dysplasia on (B)(6) 2023, hepatic cyst, luteal cyst of ovary, left lower quadrant pain, pelvic pain, overweight and epigastric pain in 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 4964 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) by surgery (operative laparoscopy, bilateral salpingectomy with essure removal). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.516 kg/sqm. [Computerised tomogram pelvis] on (B)(6) 2009: findings: the visualized lung bases are clear. Coils are demonstrated extending from the uterus into the fallopian tubes. Impression: 1. There is no definite imaging correlate for the patient's left flank pain. 2. Essure coils noted extending into both fallopian tubes. Clinical correlation for this finding is requested. 3. Probable corpus luteal cyst in the right ovary. 4. Probable hepatic cyst. [Hysteroscopy] on (B)(6) 2009: abnormal placement of the essure coils 6 coils visible on right and 5 coils visible on the left. [Imaging procedure] on (B)(6) 2023: findings: mild spondylosis from l3-4 through l5-s1 with variable disc space. Narrowing and endplate spurring. Mild facet arthropathy in the mid to lower lumbar spine. The sacroiliac joints are unremarkable. Essure devices. [Pathology test] on (B)(6) 2023: pathologic diagnosis. A right fallopian tube, salpingectomy: distal fimbriated end and complete cross sections of unremarkable fallopian tube. B left fallopian tube, salpingectomy: distal fimbriated end and complete cross sections of unremarkable fallopian tube. Clinical information. Pre-op diagnosis: presence of (intrauterine) contraceptive device pelvic and perineal pain. Gross description: right fallopian tube: the specimen is sectioned, to reveal a gray coiled metallic device extending 0.5 cm into the fallopian tube. Also within the container are 2 additional segments of gray coiled device ranging from 2.0 up to 18.5 cm in length and less than 0.1 cm in diameter. Left fallopian tube: extending from the fallopian tube are gray metallic coiled wires ranging from 2.3 up to 5.4 cm in length and less than 0.1 cm in diameter [ultrasound pelvis] on (B)(6) 2009: left lower quadrant pain. Status post essure placement: there is a hyperechoic elongated area present on both sides of the uterus on the right and left sides which probably indicates abnormal placement of the essure coils. Impression: findings suggest presence of essure coils in the uterus rather than in the fallopian tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 59 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of perineal pain, pelvic pain, osteopenia, chronic pain and cervical dysplasia on (B)(6) 2023, hepatic cyst, luteal cyst of ovary, left lower quadrant pain, pelvic pain, overweight and epigastric pain in 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 4964 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (operative laparoscopy, bilateral salpingectomy with essure removal). The reporter considered medical device removal to be related to essure administration. The reporter commented: abnormal placement of the essure coils 6. Coils visible on right and 5 coils visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.516 kg/sqm. [Computerised tomogram pelvis] on (B)(6) 2009: findings: the visualized lung bases are clear. Coils are demonstrated extending from the uterus into the fallopian tubes. Impression: 1. There is no definite imaging correlate for the patient's left flank pain. 2. Essure coils noted extending into both fallopian tubes. Clinical correlation for this finding is requested. 3. Probable corpus luteal cyst in the right ovary. 4. Probable hepatic cyst. [Imaging procedure] on (B)(6) 2023: findings: mild spondylosis from l3-4 through l5-s1 with variable disc space. Narrowing and endplate spurring. Mild facet arthropathy in the mid to lower lumbar spine. The sacroiliac joints. Are unremarkable. Essure devices. [Pathology test] on (B)(6) 2023: pathologic diagnosis. A right fallopian tube, salpingectomy: - distal fimbriated end and complete cross sections of unremarkable fallopian tube. B left fallopian tube, salpingectomy: - distal fimbriated end and complete cross sections of unremarkable fallopian tube. Clinical information. Pre-op diagnosis: presence of (intrauterine) contraceptive device pelvic and perineal pain. Gross description: right fallopian tube: the specimen is sectioned, to reveal a gray coiled metallic device extending. 0.5 cm into the fallopian tube. Also within the container are 2 additional segments of gray coiled. Device ranging from 2.0 up to 18.5 cm in length and less than 0.1 cm in diameter. Left fallopian tube: extending from the fallopian tube are gray metallic coiled wires ranging from 2.3 up to 5.4 cm in length and less than 0.1 cm in diameter [ultrasound pelvis] on (B)(6) 2009: left lower quadrant pain status post essure placement. There is a hyperechoic elongated area present on both sides of the uterus on the right and left sides which probably indicates abnormal placement of the essure coils. Impression: findings suggest presence of essure coils in the uterus rather than in the fallopian tubes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.